Event description:
Small amount of blood noted on catheter dressing approx 1 hour into treatment. Upon inspection a small leak was noted. Catheter lumen was clamped above leak and pt readied for transport to hosp. While in a wheelchair, catheter lumen breakage occurred at clamp site. Lumen x2 reclamped and pt transported to the hosp via 911. Vital signs stable and no complains of shortness of breath. Pressure was also held above insertion side-blood loss approx 20cc. Catheter replaced.